Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Device product code is unknown. Report source: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports 0001825034 - 2023 - 00049. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to an infection. Patient has previously had "multiple" infections for "fungus" and has had repeat washouts and is also non-compliant with care. A new head and liner were placed after implant removal and washout. There is no additional information available at the time of this report.